Event description:
It was reported that a catheter was placed in the operating room for urinary drainage and temperature management, and the patient was being monitored in the intensive care unit when urine leakage occurred from the funnel section of the foley catheter.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.